Event description:
A caller reported experiencing an alarm 2 followed by an alarm 26 related to an occlusion issue with their insulin pump. This issue raised the customer's blood glucose level to an undetermined high value, exceeding 500 mg/dl (27.7 mmol/l). To address the elevated blood glucose level, the customer administered a correction bolus via the pump and replaced the infusion set and cartridge before resuming insulin delivery. No third-party assistance was necessary, and the customer received normal assistance for resolution. There was a history of similar events, prompting the customer to seek additional support from technical support for recurring occlusion issues.